Event description:
A consumer reported that her intraocular lenses (iols) "did not work for her following bilateral implant surgeries. She reported that the lenses were exchanged for different model. In a follow-up, the technician reported that the pt experienced glare and blurry near and distance vision. The technician also reported that the surgeon believes the event was partially due to pt selection and lens. The pt is reported to be "very happy" with her vision post-exchanged. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 10/27/2009, 10/29/2009. And 11/18/2009 by phone, fax, and mail. A completed questionnaire was received on 11/11/2009.